Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "wrinkling". Later patient reported "rupture", then healthcare professional confirmed the rupture. Device remains implanted. This record relates to the right side.

Event description:
Healthcare professional reported "wrinkling". Later patient reported "rupture", then healthcare professional confirmed the rupture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as surgical impact opening. ¿ device wrinkling: observed creases on device. As per the investigation procedure, wear abrasion and nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.